Event description:
Reported overdelivery of epidural pain management. The pt was receiving fentanyl and bupivicaine via an epidural catheter using the aim plus pump. The pump was programmed in the continuous plus bolus dose mode of delivery with ordered setting of 10ml/hr continuously with a delivery with ordered setting of 10ml/hr continuously with a bolus dose of 2ml, 12 minute lockout and only 5 doses/hr. According to the customer contact, there was a "programming error in the initial programming" of the pump, stating that the bolus dose was set for 10ml instead of the 2ml ordered. The customer contact reports that the "check went through 3 nurses". Reportedly, 5 hours later, the "patient exhibited some signs" by stating pt "felt funny". The pt suffered no adverse effects. Pt's "vital signs remained stable and no intervention was required". The pump was reprogrammed and therapy was continued. According to the customer contact, her issue is that the patient, who is a nurse and works with the pump, reviewed the settings. The customer contact states she is concerned about a tampering issue. Though requested, no further information was available.